Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. During preparation, the physician opened the package and found the catheter kinked. The physician used another catheter to complete the procedure. Physician's comment: I found the device kinked when opened its package. It was manufacturing defect.

Manufacturer narrative:
Result: the 3max catheter is fractured in the proximal shaft approximately 45.0 cm from the hub. The break site shows evidence of material deformation. Conclusion: the complaint has been evaluated. The complaint indicates that the 3max catheter was opened and the device was found kinked. It also states that the damage was thought to be a manufacturing defect. Evaluation of the returned device did not reveal a kink but instead a fracture in the proximal shaft of the 3max catheter approximately 45.0 cm from the hub. In addition, visual inspection of the break site shows revealed that the catheter was pulled or bent with a force greater than the tensile strength of the material as evidenced by observable material deformation and stretching prior to the fracture. This damage was likely the result of improper handling during removal of the catheter from the packaging hoop. If this damage was present during manufacturing, it would not have been possible to load the device into the hoop and the catheter would have been rejected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.